Event description:
The customer reported that the probe on the orth provue analyzer leaked fluid. The customer indicated that the reagents on board the instrument were contaminated. The instrument generated no error messages. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer visited the customer site and determined that the pressure setting was out of specification. The fe performed the appropriate adjustments to the pressure and preventive maintenance to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.